Event description:
Information was received indicating that during testing a cadd legacy 1, mdl 6400, was exhibiting? Double beep no cassette" and had lens damage. No adverse patient effects were reported.

Manufacturer narrative:
H10: device evaluation: the device was returned for investigation. A visual inspection and functional test were performed. Visual inspection found that the lcd screen was scratched. The customer stated problem was duplicated. Replaced the scratched lcd screen. No issues were found with double beeping, however, the downstream sensor was replaced as a preventive measure. The cause of the reported problem could not be determined. A manufacturing DHR review was not performed because the results of the complaint investigation does not indicate a problem with the manufacturing of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records.